Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. Patient reported controller screen with text 'software problem'. Patient was trying to recharge. Requested the following controller screen 'software problem' details: 1. Intellis 2. 3.0 3. 58 4. Qf_naw the controller was connected to the recharger pack. Troubleshooting was performed and patient was asked to reset controller by removing and re-inserting the batteries or battery pack. Patient then got screen 51- checking recharger quality and screen would not change. It was reported that because of not being able to charge, pain had returned in groin for patient and it was hard to walk. It was reported that the issue started about 3 days prior to the day of the call. An exact date was not provided. Patient was transferred to the appropriate department. Patient had an appointment with the hcp on (B)(6) 2018. Cannot find implant, poor quality message were also reported. On (B)(6) 2018, hcp reported that the patient moved their appointment from the 15th to the 22nd. So far patient has not reported any devices issues to them. No further complications were reported/anticipated. Additional information from patient was received on may-21-2018. Patient stated she received the replacement controller and recharger (antenna) but was still having the same issue and couldn¿t charge. Patient was wondering if she would have gotten a new battery pack as well. Additional information later date from patient on may-21-2018 regarding previously reported issue. Patient services stated if the battery pack was replaced, likely the issue would not be resolved. A person in repair stated that if patient could fully charge the controller, the battery pack was not the issue. It was noted the patient was able to charge the controller but was unable to charger the implant. Patient would see doctor tomorrow and had the equipment with patient to check the device further. No further complication and no symptoms were reported.